Manufacturer narrative:
Device eval summary: device evals of monitor (B)(4) and battery (B)(4) have been completed. The reported problem (unit not powering up) has been confirmed. Upon inspection, the monitor was found to have a bent battery pin (pin 1). The bent pin prevented the unit from powering up. The root cause of the bent pin cannot be positively identified but may have resulted from forcefully insert the battery with the connector misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that when she changed her battery, the monitor screen stayed blank and there was no audio prompt. The pt received a replacement monitor.